Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room on (B)(6) 2020 due to low blood glucose level. The customer¿s low blood glucose value treated with food and glucose tablets and current blood glucose level is 89 mg/dl. The customer stated that reservoir barrel was leaked at past 1st o-ring. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer got admitted to hospital on (B)(6) 2020 due to diabetic ketoacidosis and migraine with high blood glucose level of 497 mg/dl. High blood glucose level treated with intravenous insulin drip. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such nausea and vomiting. It was reported that battery compartment was cracked. The insulin pump will be returned for analysis.